Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that insulin would not exit the tubing with a plunger. The customer replaced the infusion sets and reservoirs twice and the insulin still would not exit. The customer's blood glucose level was unknown. During troubleshooting, the customer was able to replace the reservoir one more time and insulin did exit. The customer's infusion sets and reservoirs were replaced, however nothing was returned.